Event description:
It was reported that the patient presented in clinic experiencing a rash on the right arm. The patient attributed the rash to the device, although allergy testing was negative. The device was explanted as a result. The patient condition was stable.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Visual inspection on helix did not find any anomaly. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.